Manufacturer narrative:
(B)(4). Damaged jaws. Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. No anomalies were noted with the handle nor trigger, the trigger was actuated and no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during cholecystectomy, the lever was unusual and could not be gripped. Another device was used to complete the case. There were no adverse consequences to the pt.